Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip was found cracked during laparoscopic cholecystectomy. The next day the jaw of the applier was found not aligned, then changing a new applier and the clips worked well. There was no patient injury.

Manufacturer narrative:
(B)(4). Per DHR the product hemolok l clips 6/cart 84/box lot# 73g1700446 was manufactured on 07/24/2017 a total of (B)(4) pieces. Lot was released on (B)(6) 2017. DHR investigation did not show issues related to complaint. A verification of failure mode reported in the current manufacturing process was conducted as follows: 20 samples were taken from the current production p/n 544240 hemolok l clips 6/cart 84/box lot# 73h1800164, the samples were functionally inspected, and during the inspection issue reported "cracked" was not observed in the current manufacturing process. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that the clip was found cracked during laparoscopic cholecystectomy. The next day the jaw of the applier was found not aligned, then changing a new applier and the clips worked well. There was no patient injury.